Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned. It was noted the outer insulation was breached and cut in the medial section of device.

Event description:
It was reported that during the implant procedure, the stylet could not be inserted into the lead. The device was not implanted. No patient complications have been reported as a result of this event.